Event description:
It was reported that the user experienced elevated blood glucose after eating dinner that was not initially announced, then announced within the recommended post-meal window while pairing a replacement ilet with the mobile app. Symptoms included hyperglycemia with a reported peak of 194 mg/dl. Outcomes included no medical intervention, no ketone testing, and no acute health effects. Investigation included troubleshooting and user education regarding the meal announcement window and meal variability. Investigation of this case revealed no device alarms or malfunctions and indicated use-related factors related to delayed or unpredictable meal announcement as the likely contributor to the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors regarding meal timing and announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.